Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that an lvad pump exchange is planned as the pt has had a history of carotid clot with clot removal, stroke, and hemolysis since original implant. Pt had extensive work up for hemolysis and no cause was found and pt felt fine. Recently, pt's urine was showing evidence of hemolysis and lactate dehydrogenase (ldh) was very high compared to baseline >4000. The pt underwent a successful lvad exchange on (B)(6) 2013. It was noted that the pump was exchanged subcostally and both the original inflow conduit and outflow grafts were left in place. The user facility report 3800090000-2013-9014 was received from the (B)(4).

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.